Event description:
The pt reported that they performed control solution tests, which fell out of range. The issue was not resolved with troubleshooting. The test strips and control solution were in good condition, the codes matched, and the technique used to test was correct. Pt also reported blood glucose results of 3.4 mmol/l and 21.6 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.